Event description:
Cautery cord from the laparoscopic instrument to the cautery machine made a "popping sound" and caught fire. The cord melted into two pieces and the fire went out. Neither the patient nor any physician or employee was harmed when this adverse act occurred. The machine and all accessories were removed from the surgical suite and given to the biomed department. The manufacturer of the cautery cord, cautery machine, grounding pad, and grounding pad cord were all notified of the incident. The machine and all accessories, including those mentioned above, were sent to conmed corporation.